Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in decompression and rod replacement revision surgery for primary osteoporosis. It was reported that after balloon inflation, the trigger was squeezed, and the handle was fully pulled, but it was not collected, and there was an issue. After several repetitions, it appeared to have deflated. No further complications or symptoms were reported. Additional information was received via manufacturer representative that there were no fragments left inside patient body and no patient symptoms reported as a result. Since the balloon did not deflate, it seems that it was broken with a curette and deflated.

Manufacturer narrative:
G2: country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.